Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an obstruction between the cubie, where a medication package was stuck, and the failure icon was displayed. A field service engineer confirmed that the customer was able to recover the stuck lid to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie had failed. The customer stated that this malfunction caused a delay and the user dispensed medication from the pharmacy. There were no adverse events or injuries reported based on this incident.